Manufacturer narrative:
There was no device malfunction associated with the death or defibrillations. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): (B)(6) 2011. Electrode belt (B)(4): (B)(6) 2012. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (seed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A u.s. Distributor contacted zoll on (B)(6) 2014 to report that a patient passed away (B)(6) 2014. The patient's daughter witnessed the event and reported that the patient was unconscious. Two defibrillations were delivered while the patient was in asystole. CPR artifact contributed to the false detections. The response buttons were not pressed during the entire event.